Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l4 for compression fracture due to osteoporosis. Intra- op, during inflation, balloon was ruptured and contrast solution leaked inside the vertebral body. Due to bone sclerosis, balloon had inflated into a distorted shape. As a result of the rupture, cleaning of the expanded solution remaining in the vertebral body was done. Product came in contact with the patient. Fragments of the balloon remaining in the patient were unknown. Patient complications were reported unknown. The procedure was completed successfully with the original product.

Manufacturer narrative:
Submitted images appeared to show ibt balloon tear. Visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.